Manufacturer narrative:
(B)(4)

Event description:
It was reported that the company representative's tablet was unable to power on. It was reported that the tablet would initially power on and then shut off completely during start up. The tablet was plugged into a power outlet and then the charging light came on briefly before going away. The company representative was provided a new tablet and the faulty tablet was returned for analysis. During the analysis it was verified that the tablet would power on, but then shut down during startup. The cause for the anomaly is associated with a cracked/damaged component (pl1) on the main board. Once the component was replaced, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.